Event description:
It was reported that during use with bd ube sst plh 13x100 5.0 plbl gold br the tube could not be centrifuged and presented a fibrin layer in the gel. The following information was provided by the initial reporter, translated from portugues to english: the tube does not centrifugate properly. Customer allegedly has to wait at least for 3 hours for blood retraction and then centrifugate it, it presents a fibrin layer nearby the gel.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples, but 3 photos and 1 video were provided for investigation. The photos and video were reviewed and the indicated failure mode for fibrin was observed, however hemolysis and poor clot formation was not observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of fibrin, hemolysis, and poor clot formation was not observed. Complaints for sample quality are under statistical control for the month of july 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin based on photos only. This complaint has not been confirmed for the indicated failure mode hemolysis and poor clot formation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h10.

Event description:
It was reported that during use with bd ube sst plh 13x100 5.0 plbl gold br the tube could not be centrifuged and presented a fibrin layer in the gel. The following information was provided by the initial reporter, translated from portugues to english: the tube does not centrifugate properly. Customer allegedly has to wait at least for 3 hours for blood retraction and then centrifugate it, it presents a fibrin layer nearby the gel.